Event description:
This lead was implanted in an unknown date and still remains implanted at this time. An email received on (B)(6) 2016 asking of an alarm for threshold measurement in the atrial lead. Technical services reviewed data and stated that yellow alert was detected on (B)(6) 2016 for this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).